Event description:
Family member reported that customer was hospitalized for high blood glucose levels. Family member stated that daily total for insulin usage should be at 56.0u but pump was showing a daily total of 44.0u. Family member did not know what basal rates should be set into pump.